Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported she had received a new programmer, but it is not working. The patient called back and reported error code 505 on the patient programmer (pp). The manufacturer consulted with repair and found the program setting are not being recognized and need to be reset. There were no symptoms reported. The patient called back on (B)(6) and stated she had called her healthcare professional (hcp) and they did not know what to do so they told her to call the manufacturer back. It was reviewed with the patient that the 505 error could be an issue with the implantable neurostimulator (ins) setting and replacing the pp would not resolve the issue. It was also noted by the manufacturer representative (rep) patient had a fall then the 505 error code. The date of the fall was unknown, but it did happen recently. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) reported that the correct code was 505 after the patient was in motor vehicle accident and not a fall. The patient was evaluated by a company representative (rep) in the clinic and the device had been erroneous turned off. The reported of code 505 had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.